Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 around 12:30 in the afternoon for hyperglycemia and high blood glucose readings of 444 mg/dl at the time of the hospitalization. Customer having leakage around cannula again around infusion set. The customer¿s blood glucose was 272 mg/dl at the time of the incident. Patient's current blood glucose: 205 mg/dl. Customer reports they feel okay to troubleshoot. The customer experienced a little bit of difficulty breathing due to upper respiratory infection. Customer treated for high blood glucose with self-insulin. Customer reports they have contacted their healthcare provider regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Assisted with performing the hp test and it was passed. Customer was walked through high blood glucose troubleshooting determined that the set needs to be changed entirely. Customer was hospitalized for high blood glucose stayed overnight due to dehydration went up to 353 mg/dl after dinner but have not treated. The insulin pump will not be returned for analysis.